Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The device was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit upon disassembly revealed a thin biological lining as well as a tissue like deposition within the inlet tube. This deposition was soft, and lacked any lamination or denaturation. A root cause for the formation of the observed deposition as well as a duration in which it was present in the pump, its effect on blood flow could not be conclusively determined. A correlation between the observed deposition and the patient¿s condition could not be conclusively determined through this evaluation. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The system controller was also returned for evaluation, and the reported decreases in speed noted in the log file on (B)(6) 2015 was unable to be confirmed during the evaluation of the returned system controller. The submitted log file only contained data from (B)(6) 2015 and (B)(6) 2015. The log file that was retrieved from the returned system controller contained data from (B)(6) 2015 to (B)(6) 2015. The system controller was functionally tested and operated as intended. The reported incident of decreases in speed was not able to be reproduced during the analysis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's lactate dehydrogenase stabilized and the patient was discharged to home on (B)(6) 2015, and was still awaiting a heart transplant. The patient's inr was 2.5 (goal was 2.5-3.5) and was doing well at home. On (B)(6) 2015, the patient was transplanted.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital directly from her clinic visit due to an increase in lactate dehydrogenase (ldh) to the 900's u/l (baseline 300's u/l). A heparin infusion was initiated. It was also noted in the log file that there were a few reductions in pump speed. The patient's prothrombin time (pt) was 33 seconds on admission. The patient remained asymptomatic aside from the elevated ldh. Urine color was normal and there were no audible alarms present. The patient's vital signs were also stable. On (B)(6) 2015, a ramp echocardiogram found the lvad appeared to be functioning normally. The left ventricle was normal in size at the set speed of 8800 rpm. The left ventricle was 4.6 cm at 8000 rpm and 3.6 cm at 10,400 rpm. The pulsatility index (pi) and pump power appropriately changed during the study. The aortic valve opened intermittently at 8000 rpm and remained closed at more than 8400 rpm. The patient's partial thromboplastin time goal was 50 to 70 seconds. The inr target was 2.0-3.0 prior to this event and is now 2.5-3.0. The patient has reportedly been therapeutic since admission. On (B)(6) 2015, aggrenox was added. On (B)(6) 2015, the patient's ldh was 747 u/l. The log file was reviewed and multiple pi events were noted, but there were no power elevations. On (B)(6) 2015, the patient's hemoglobin was 12.7 g/dl, hematocrit was 38% and the ldh had decreased to 671 u/l. The patient was upgraded to status 1a on the transplant list.